Manufacturer narrative:
(B)(6). The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, there was no video signal when the subject device was connected to 180-series endoscopes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty patient board set. It¿s also likely the cause is related to a connection failure occurring in the video connector. The cause of the faulty patient board set is possibly related to the subject device being manufactured before the circuit design of the operational amplifier of dr board (printed circuit board) was changed. It was confirmed that the design of the operational amplifier of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.